Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited increased impedance measurements due to a loose set screw on the device. The physician opted to replace the rv lead, even though the loose set screw was determined to be the cause of the increased impedance measurements. The device remains in service and no adverse patient effects were reported.